Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed an incoming functionality test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval the electrode belt failed incoming functionality testing. The cause for the failure was isolated to open connections on the distribution node pca board. The red and white wires were broken on the board. The root cause for the open connections on the pca board could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.